Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. During an endovascular procedure for the repair of an abdominal aortic aneurysm in a patient, a 40/7/2/100 equalizer balloon catheter was advanced and inflated for dilatation and positioning of the endoprosthesis. During inflation, the balloon ruptured. The device was exchanged, and the procedure was completed with a different device. No patient complications were reported as a result of this event.